Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Analysis of the device memory confirms that the device had shocked into a shorted lead, damaging the device. Memory analysis confirms that this occurred on (B)(6) 2016. It was concluded that the plasma fuse was damaged as a result of the shock into a shorted lead. The error codes noted in the field as well as eol battery status were a direct result of this damage.

Event description:
Boston scientific received information that the patient with this device and associated lead received shocks. The patient was seen in the emergency room where error codes indicating that a shock was delivered into a shorted system and charge time out had occurred. The patient was seen for a revision procedure where both the device and lead were explanted and replaced. The device was returned for analysis. There were no adverse patient effects reported.